Event description:
It was reported that there was a small suture poking through the patients implantable pulse generator (ipg) incision causing discomfort. It was also stated that there was a small seroma noted under the skin. The patient underwent an ipg pocket incision cleaning and wound dressing. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that there was a small suture poking through the patients implantable pulse generator (ipg) incision causing discomfort. It was also stated that there was a small seroma noted under the skin. The patient underwent an ipg pocket incision cleaning and wound dressing. The patient was also experiencing constant pain around the ipg site and shocking sensation while the ipg was turned off. Additional information was received that the patient underwent a procedure wherein the ipg and leads were explanted and the explanted devices will not be returned.

Manufacturer narrative:
Correction for field h11: additional MFR narrative: additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7150470. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7150269. UDI: (B)(4).

Event description:
It was reported that there was a small suture poking through the patients implantable pulse generator (ipg) incision causing discomfort. It was also stated that there was a small seroma noted under the skin. The patient underwent an ipg pocket incision cleaning and wound dressing. The patient was also experiencing constant pain around the ipg site and shocking sensation while the ipg was turned off. Additional information was received that the patient underwent a procedure wherein the ipg and leads were explanted and the explanted devices will not be returned.

Event description:
It was reported that there was a small suture poking through the patients implantable pulse generator (ipg) incision causing discomfort. It was also stated that there was a small seroma noted under the skin. The patient underwent an ipg pocket incision cleaning and wound dressing. The patient was doing well postoperatively. Additional information was received that the patient was also experiencing constant pain around the ipg site and shocking sensation while the ipg was turned off.